Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified, based on the results of the investigation the foreign material suggested anti-foaming agent or chemical which was used in the endoscope room. The foreign material could not be removed despite correct reprocessing. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the foreign object came out of the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: bending angle in up direction did not meet the standard value due to wear of an angle wire; adhesives around light guide lens had white-clouded area and was peeled; adhesives around objective lens had white-clouded area and was peeled; adhesive on bending section cover (a-rubber) had white-clouded area, a crack and a chip; there was a crack on the plug unit; paint on suction-cylinder was peeled; control unit had discoloration. Scratches were found on universal cord, plastic distal end cover, a-rubber, protector of universal cord on scope-connector side and on the connecting tube. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. According to the customer, the subject device was cleaned, disinfected, and sterilized before sending it to olympus. The customer had flushed the air/water nozzle with water and air. The customer had flushed the air/water nozzle / channel with the detergent solution. It was unknown whether there was delay in the start of precleaning and whether there were any abnormalities in the accessories used for reprocessing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.